Event description:
It was reported that the lead was explanted due to patient complaint of pain with the pacing system. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).